Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified right coronary artery. The opticross 6 hd imaging catheter was advanced over a 0.014 non-boston scientific guidewire for ultrasound examination of the target lesion. Mid imaging, the wire looped around the tip of the opticross catheter. The devices became locked together and were removed as a unit. There was no extreme pushing or pulling and it is not known how the guidewire loop was formed. The catheter was noted to be kinked at the rapid exchange segment. The lesion was rewired and stented. There were no patient complications.